Event description:
It was reported that during set up for an unk case, the device failed pre-run testing. An error code wasn't noted. The handpiece was replaced, and the system was successfully tested and set up for the case. No pt consequence occurred.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the handpiece was returned with the nose cone cracked and a loose mount. The analysis was performed and was found that the handpiece no longer meets the specs for phase margin. However, it was tested on a generator and was found to be functional. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may have result for an error code to occur.